Event description:
A 71-yr-old male had undergone aicd placement on 2/95 noticed that he was oversensing, received two shocks that were not indicated. Cardiology noted episodes of pauses 1.9 to 2.3 seconds. On 9/28/95 pt underwent replacement of aicd pacemaker, removal of old generator and placement of another model lead was repositoned. The pt subsequently underwent replacement of sensing v-lead on 10/3/95 due to persistent pauses on telemetry. The pt tolerated the procedure well and was subsequently discharged in stable condition.